Event description:
It was reported that this implantable cardioverter defibrillator (ICD) went from a battery status of 3 years remaining to explant status less than 1 year later. The device battery was suspected to be depleting prematurely. A device replacement procedure was scheduled to occur one week later. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) went from a battery status of 3 years remaining to explant status less than 1 year later. The device battery was suspected to be depleting prematurely. A device replacement procedure was scheduled to occur one week later. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) went from a battery status of 3 years remaining to explant status less than 1 year later. The device battery was suspected to be depleting prematurely. A device replacement procedure was scheduled to occur one week later. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.